Event description:
The customer stated that he was treated in the emergency room for low blood glucose levels. The reported blood glucose reading at the time of the call was 266 mg/dl. The customer stated that his blood glucose levels were normal prior to going to bed that night. However, he did not have his nightly snack. The customer declined any troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.